Event description:
It was reported that in october 2023 this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to t wave oversensing, resulting in ventricular fibrillation (vf) induction. A second shock was ineffective. However, the patient spontaneously returned to normal sinus rhythm (nsr) and the episode ended. More recently, a similar situation occurred where the device delivered an inappropriate shock due to t wave oversensing, and vf was again present post-shock. A second shock was effective in returning the patient back to nsr rhythm. No additional adverse patient effects were reported. Technical services (ts) was consulted, and programming and troubleshooting recommendations were provided. This device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that in (B)(6) 2023 this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to t wave oversensing, resulting in ventricular fibrillation (vf) induction. A second shock was ineffective. However, the patient spontaneously returned to normal sinus rhythm (nsr) and the episode ended. More recently, a similar situation occurred where the device delivered an inappropriate shock due to t wave oversensing, and vf was again present post-shock. A second shock was effective in returning the patient back to nsr rhythm. No additional adverse patient effects were reported. Technical services (ts) was consulted, and programming and troubleshooting recommendations were provided. This device system remains in service.